Manufacturer narrative:
An amo field service engineer inspected the system at the customer's location and did not observe any evidence of smoke or fire. The field service engineer found that the power supply board was not functioning and replaced the power supply board and also performed calibrations. The system met specifications following repair and was placed back into use. All pertinent information available to amo has been submitted.

Event description:
The customer reported that when they turned on their system, smoke was observed coming out the back of the computer. The system was immediately turned off and disconnected.